Event description:
Caller reported a cgm error 42 related to the g7sensor, which prompted them to seek assistance. There was no adverse impact to the customer¿s blood glucose level as a result of the issue. Customer received comprehensive guidance from technical support for a complete pump reset, and successfully started their sensor session without the cgm error code reappearing.